Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected error test and all operating current measurement were normal. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they experienced low readings and loose drive support cap. The customer's blood glucose reading was in the 60's mg/dl and 70's mg/dl. The customer treated with orange juice. The customer stated that the drive support cap is protruded. The insulin pump was returned for analysis.